Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated was trying to change the set and got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 147 mg/dl. After the troubleshooting it was found that the insulin exited the tubing. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).